Event description:
It was reported that the pump displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset steps, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction occurred again, with no device return arranged and no additional outcome details provided.